Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334drg, ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected: h9 this device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing was present on multiple episodes. Episode #239 received a shock.

Event description:
It was reported that the patient received an inappropriate shock for t-wave oversensing. Programming changes were made and the lead remains in use. No further patient complications have been reported as a result of this event.